Event description:
It was reported that an implantable cardioverter defibrillator exhibited functional under-sensing with ventricular flutter, giving out inappropriate anti-tachycardia therapy. There were no adverse patient consequences as a result of this event, and reprogramming is being discussed with the physician. No further information has been provided.